Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the cubie lid was not opened to issue medication. A technical support specialist confirmed the customer cycle counted the item or bin to take 1 tablet out and then adjust the quantity on hand (qoh) and generated a discrepancy. The customer documented the previous discrepancy created by another employee and the one they created during the cycle count. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie lid was not opened to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.